Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had ineffective therapy. One lead exhibited high impedance readings on all contacts. To address the issue, the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.